Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system had error 48406 (recover fault) occurs when connecting the scope, and the self-test fails to complete. The procedure was converted to another dv system.

Manufacturer narrative:
The reported event was addressed with phone support. The site informed that they would swap the cart with another available da vinci system and call back once the situation had settled. No site servicing was conducted and no further information is available at this time.